Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4524-45 implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that during an office visit the right ventricular (rv) lead impedance was low and previous interrogations revealed a steady decrease in impedance. The lead remains in use, and no patient complications have been reported as a result of this event.